Manufacturer narrative:
Customer service determined the pump's dc jack was broken and sent a replacement pump. In follow up with a complaint handler on (B)(6)2024, the customer indicated the pump started having power issues mid-use in late august, only a couple weeks after she started using the pump. She also stated she noticed less milk output after each time she pumped and eventually developed mastitis mid-september. She went out and purchased a new pump without knowing she could contact medela to troubleshoot and receive a replacement pump. She stated her mastitis was resolved after finishing her antibiotics. Based on the results of our internal investigation (reference number (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2024, the customer alleged to medela llc while using her pump in style handsfree pump kept powering off while she was using it. The customer also alleged, she was diagnosed with mastitis and prescribed antibiotics to treat it.